Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load a new cartridge. Troubleshooting with tandem technical support was performed. Customer went through the load process with a different cartridge and was able to successfully load the cartridge onto the pump. There was no reported impact to customer's blood glucose level.